Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the downloaded history files confirmed software error detected and the motor arm cannot communicate with the main arm alarms due to a hardware error, fault isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump errors. Customer's blood glucose value unknown. Troubleshooting was not performed. The device will be returned for analysis.